Event description:
It was reported that a trifurcated fluid transfer tube set had the filter of a spike knocked off when changing a bag of semi-finished product. This occurred during setup. Additionally, the hose clamp was not tight enough and the bags emptied through the open connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, h11. H4: the lot was manufactured between march 28, 2022 and march 30, 2022. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the vent filter cap came apart from the spike vent. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.